Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to the diabetic ketoacidosis and high blood glucose level on (B)(6) 2018. The customer¿s blood glucose level when admitted to the hospital and at the time of the event was 1500 mg/dl and customer¿s current blood glucose level was 90 mg/dl. The customer was treated with the insulin and manual injections. The customer was assisted with the troubleshooting. According to the customer¿s report the customer was alleging the insulin pump for the under delivery of the insulin. The insulin pump will not be returned for the analysis.